Event description:
I experienced severe ill health following breast sub-muscular implantation with allergan mcghan silicone gel-filled implants (300g in each breast) in (B)(6) 2014. Recovery from the operation was normal and the scars located in the sub-mammary fold healed well. However, even from the early stages I felt a strange sense of dissociation from my body and socially. I didn't think it was attributable to the implants at the time but I found that I was always on edge, irritable and anxious. Physically the implants felt fine but I found that they did appear smaller at about the 18 month mark (possibly due to early stage capsulation). The main problem occurred at around 23 months following surgery. One monday morning in (B)(6) 2014 I felt a bit under the weather but my period was due and feeling slightly off par around menstruation is something I often experience. However, by the evening a terrible pain engulfed both my breasts. It was similar to the usual benign, hormonal breast pain women experience but felt more permanent, as if it would take more than the standard ibuprofen to sort this one out. At the same time as the breast pain, I was experiencing a weird pain in my right eye area, like that you have when suffering sinusitis. I went to rest in my bed with a hot water bottle on my chest and that did manage to soothe the pain slightly and I felt well enough to get out of bed even though the pain was still there albeit a lot more tolerable. I went to bed at the end of the day as normal but when I woke up the next morning I woke up to the irritating pain again. It was virtually gone from the left breast but remained in the right one. The strange eye pain was still present too and if it wasn't for this inflammatory sensation, the breast pain alone would have been a lot more manageable. The scariest thing of all is that the pain never quite felt biological in nature; it was a weird, foreign, persistent sensation that would stay with me (without any change in pain levels) for the next 6 weeks. I tried the standard methods in an attempt to alleviate the pain: painkillers, massage, heat cream, none of which worked. The pain drove me mad and I struggled to concentrate at work and in social settings, all I could think about was the pain which I was convinced would never go away. I made an appointment to see my gp after the first week of pain and he had previous experience with reconstructive breast surgery and did not believe that the pain was due to the implants. Interestingly, I was prescribed medication for heartburn and that was something that was also occurring at the same time but as the heartburn disappeared the breast pain remained. In (B)(6) this year, after being in chronic pain and experiencing bizarre physical and mental incidents for 15 months, I eventually made a difficult but firm decision, the implants had to go. My explantation and capsulectomy surgery took place on the (B)(6) 2015 and was a success. My surgeon later explained to me that there was some discoloration of the breast implants but he had seen worse. I am now 4 months out from the explantation surgery and I truly feel like I've had my life back. I'm no longer hurting, on edge, or have a constant sense of foreboding or fear. Most importantly the breast pain has gone! I wanted to make the FDA aware of my personal experience of this medical device. To this day I do not know how the silicone implants caused all these strange symptoms, especially the incessant, dull ache, but they did, I am certain of that. The experience I had was terrifying and may be I was a one-off case but I'd be happy to become involved in any further research on the effects of breast implants. I think a lot more work needs to be done before we know all the side effects of man made devices such as silicone implants. I have written a full account of my painful experience with breast implants should it be required.